Event description:
The patient had received a result that "looked like 220 mg/dl", however, the lower half of the results would not appear on the display. Pt was not experiencing any symptoms at the time of concern. Pt was also tested on the neighbor's one touch ultra meter with a result of 220 mg/dl. It was reported that pt had received insulin treatment by a medical professional. It is however unknown if their blood glucose level was tested by the medical professional prior to the insulin treatment. The insulin dosage given is also unknown. The patient's diabetes medication regimen was also not provided. It is unclear as to how long the patient had the missing segments issue with the meter. A replacement meter, cotrol solution, test strips, an ownwer's manual was sent to the patient.